Manufacturer narrative:
The reported events were lead dislodgement due to twiddler¿s, under sensing and helix mechanism issue. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil inside the connector region was overtorqued consistent with procedural damage. After cleaning the distal end and cutting the lead, the helix was able to retract and extend by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the overtorqued inner coil and helix being clogged with blood/tissue. The reported event of under sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an in-clinic follow-up, decreased sensing was observed on the right ventricular (rv) lead. The cause of the event was due to dislodgement which was confirmed during an additional surgery. During the surgery, the rv lead failed to extend into the ventricle. The rv lead was explanted and replaced to resolve the event. The patient was stable.